Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1 was unable to open. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had failed to open and remained in a failed storage space state despite recovery and reboot attempts. A field service engineer utilized the hardware test application to access 46 popped cubicles, where debris such as paper clips, plastic trash, and empty syringe packages was discovered and removed. After cleaning and reinstalling the cubicles and verified proper operation through multiple tests with no issues. The system functioned as intended after the field service engineer repaired the device.